Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The parts were returned to the supplier, reworked, inspected one hundred percent and passed. One part was scrapped for damage that occurred during inspection. The product evaluation visual inspection revealed that the device was received with the threaded shaft removed from the aiming arm and the knob separated from the threaded shaft. The knob has several dents on the edges and one significant dent on one of the points on the larger od. The edge of the hole for the threaded shaft is deformed with the deformation in line with the dent on the od. The pin that holds the knob to the threaded shaft has been sheared off flush with either side of the shaft. There are nicks and scrapes in the black anodize of the aiming arm and the black anodize underneath the location where the knob mates has been completely worn. The mating surface on the underside of the knob has no evidence of wear in the black anodize. The design is adequate for the intended use and the breakage is due to mis use. Therefore, this complaint is invalid. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during a tfn procedure, surgeon inserted the nail. The surgeon then went to use the aiming arm to attach to the insertion handle and the threaded portion of the aiming arm broke off. The broken fragment was retrieved. Consultant used another threaded bolt from another aiming arm to attach to the broken aiming arm. Surgeon completed the procedure with no further problems. There was no adverse effect to the patient.